Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus medical systems (B)(4), it was found that the subject device could not be turned on due to the broken parts of the switch. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the device inspection results by olympus service operation repair center (sorc), there was the possibility that the reported phenomenon was attributed to the failure of the switch block b due to pressing the power switch with excessive force by the user. The handling of the device is described in the instruction manual as follows; do not apply excessive force to the light source and/or other instruments connected.